Event description:
We were informed on 07 dec, 2023 of a peer-reviewed paper submitted by an academic conference in which there was a case report of a possible battery leakage of a stimulator after implantation. The device was not manufactured by (B)(6). No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).